Event description:
It was reported that the bladder of a folfusor sv4 burst. This occurred while filling the device with saline solution. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the initial evaluation confirmed the reported condition. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The bladder was microscopically examined which revealed marking and abrasion on the interior and exterior surface of the bladder near the rupture line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.